Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a customer reported that the footswitch stopped working during a cataract extraction procedure. The case was completed by exchanging the footswitch. There was no patient harm reported. The customer contacted technical services and ordered a replacement footswitch. No further service was requested by the customer. The footswitch was manufactured on march 24, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the foot pedal stopped working during a cataract extraction procedure. The case was completed by exchanging the foot pedal. There was no patient harm reported.